Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a female patient (age nos) who initiated therapy with poly-l-lactic acid (sculptra) on an unspecified date for the treatment of facial lines and wrinkles. Relevant medical history and concomitant medication information were not mentioned. Over a year period (exact dates nos), the patient received 8 vials of poly-l-lactic acid and noticed no visible improvement. It is unk if therapy with poly-l-lactic acid is ongoing. At the time of this report, the event remains ongoing. A ptc (pharmaceutical technical complaint) has been initiated: (B)(4). Reporter's causality assessment: not provided. Addendum for follow-up received on (B)(6) 2008: ptc ((B)(4)) results were received. A batch record review performed without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The investigation results show that this kind of event is not batch related.

Manufacturer narrative:
Conclusion: no faults detectable. Addendum for follow-up information received on (B)(6) 2008: the physician reported that the patient had three previous sessions of poly-l-lactic acid in (B)(6) and that the patient reported she had no response to treatment. The physician reported that the reasoning for this, could be, that the patient had only one vial injected per session. The patient felt no change in skin quality as a result of these sessions, so this physician suggest four sessions using two vials each. The patient underwent these sessions and the physician reported that he wondered on occasions where areas were beginning to lift, but the patient stated "if there was a change, it was too small to see." The patient received eleven vials of poly-l-lactic acid with no effect and suffered a great deal of discomfort and bruising. No further information is expected. Reporter's causality assessment. Not provided.